Event description:
As reported, when a physician went to deploy a 6/7f mynxgrip vascular closure device (vcd) the "internal white stylite" did not expose. The vcd was removed undeployed and manual pressure was held for hemostasis for 20 minutes. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in a ufe interventional procedure using a retrograde approach. The deployer was mynx certified. The vcd was used with a 6f 6x10 brite tip sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The user shuttled down completely. There was no significant resistance shuttling down, and no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. The device is available and returning for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when a physician went to deploy a 6/7f mynxgrip vascular closure device (vcd) the "internal white stylite" did not expose. The vcd was removed undeployed and manual pressure was held for hemostasis for 20 minutes. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in a ufe interventional procedure using a retrograde approach. The deployer was mynx certified. The vcd was used with a 6f 6x10 brite tip sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The user shuttled down completely. There was no significant resistance shuttling down, and no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant was observed partially exposed from the outer cartridge distal end, exposure to blood, and the advancer tube remained inside the shuttle cartridge. The procedure sheath was on the device, fully retracted. The device was inspected for damages that may have contributed to the reported incident, and no visual damages or anomalies were observed. Per functional analysis, a simulated deployment test to ensure functionality of the returned device was performed. The shuttle was advanced completely without issue, and the advancer tube was observed properly engaged to the proximal tamp lock during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification showed that the sealant was partially exposed, exposure to blood, and the advancer tube remained inside the shuttle cartridge. A product history record (phr) review of lot f2225202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy- advancer tube¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2225202 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.